Event description:
It was reported that an ilet user experienced fluctuating blood glucose with prolonged hyperglycemia reported at 400 mg/dl while frequently pausing insulin delivery due to fear of overdosing, and there was a gap in data when the user ran out of supplies; no device malfunction or component-specific issue was identified. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, with a usage problem identified consistent with improper or incorrect procedure or method, and the device component was not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.